Manufacturer narrative:
(B)(4). Upon receipt the unit was visually inspected for outward, visible signs of misuse/abuse/neglect. There were no signs of any significance physical damage. The unit was inspected for cracks, wire frays, plastic case cracks/fractures, burn areas/wires, damaged power cord strain reliefs. Functional inspection - the neptune was connected to 110 vac. The unit passed the initial power connect test (tp-3). The unit also navigated through the power-on self-test (p.o.s.t.) (Tp-4) with no issues. The next test was the temperature display accuracy test (tp-5) using the diagnostic probe kit, part number 425-99, and the following simulated values. Low temperature--- 25 degrees c. Normal patient scenario--- 37 degrees c. High temperature scenario--- 42 degrees c (tp-6). The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test (tp-7) where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, low compliance column is connected to the unit for a real time operational scenario. Other remarks: the unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without interruption. The unit was placed on full bench testing (tp-7) in order to manipulate the rainout gradient feature. After full bench testing had been initiated and while the neptune was in a settings select mode the gradient select feature was adjusted from heavy rainout to light rainout. The gradient light was operating properly as the rainout was adjusted. The neptune remained on full bench testing for three hours. The breathing circuit was heavily coated with moisture beads and the water traps had significant amounts of water in them considering the amount of time the unit had been operating. The rainout was once more adjusted from heavy to light just to ensure the feature was operating correctly. No interruptions or malfunctioning of the unit was observed. The device history record investigation did not show issues related to complaint. The device was manufactured on 09/03/2008. The complaint cannot be confirmed. Root cause cannot be established. No corrective/preventative actions will be assigned. No further action

Event description:
The customer alleges that the gradient would not function properly. No patient injury reported.